Event description:
Information received by medtronic indicated that the customer had high blood glucose. Customer was in auto mode and trying to gave himself a bolus, but auto mode will not be gave him a bolus. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = black. Customer alleged device deficiency/ delivery anomaly on (B)(6) 2021. The unit p-cap / test reservoir does not lock in place properly. The pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and self test. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. The pump was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The pump was received with a missing display window cover, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case and scratched lcd window. Unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. Successfully downloaded history files and traces using thus software. The pump uploaded to carelink pro without any errors. However, no available data for the event date noted. In summary, customer alleged device deficiency not confirmed. Cosmetic damaged confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The unit p-cap / test reservoir does not lock in place properly. The pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and self test. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. The pump was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The pump was received with a missing display window cover, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case and scratched lcd window. Unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. Successfully downloaded history files and traces using thus software. The pump uploaded to carelink pro without any errors. However, no available data for the event date noted. In summary, customer alleged device deficiency not confirmed. Cosmetic damaged confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.